Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that on (B)(6) 2018, the ins battery level went dead. The patient last successfully recharged the ins about a week and half prior to it going dead. It was noted the ins usually lasts about a week. When the patient went to recharge the ins, the recharger was not syncing with the ins. The recharger was giving off 3 beeps when they pressed the green button, and the recharger displayed the reposition antenna screen. The antenna locate (al) feature was performed on the call. The patient started at 62 and ended on 82. When they exited the al feature, they saw an informational power on reset (por) message on their recharger. The informational por was cleared / bypassed at that time. The patient was then able to obtain full coupling, and was able to start recharging the ins. On (B)(6) 2018, the patient called back and reported they were able to charge the ins to 100% but when they tried to turn their stimulation on, they saw a warning por. It was also reported that starting (B)(6) 2018, the patient had been experiencing an increase in their usual pain but the pain was worse. There was no mention of falls/trauma nor any recent medical tests or other electromagnetic interference (emi) exposure. The cause of the warning por was unknown at the time of the report. They were redirected to see a doctor to have their ins interrogated and to clear the warning por. No further complications were reported or anticipated.